Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the issue has been resolved.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced skin erosion at the ipg site. Reportedly, the implant site appeared purple/red in color and was uncomfortable. As such, surgical intervention took place on (B)(6) 2021 wherein the ipg was relocated to a new site to address the issue.